Manufacturer narrative:
Updated fields. (Type of investigation, investigation findings and investigation conclusions). Corrected fields: d1, d4(version or model #, catalog #, unique identifier (UDI) #). Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and when the fse had arrived on the onsite there was a code in the runtime log however the fse was not able to reproduce the issue which is being experienced by the customer. Then the fse had further performed the "condensation mitigation" procedure as well as "calibration" of transducer. After that the fse had completed the repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit code 53 shuttle transducer offset.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit code 53 shuttle transducer offset. There was no injury reported.